Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2021, the customer indicated that she developed a nipple/breast yeast infection the 1st time (B)(6) 2020 and the 2nd time (B)(6) 2020 and was prescribed nipple ointments and oral medication which she just finished. She indicated that the replacement pump was working without issue and her yeast infection was resolved. The customer was offered and accepted contact with a medela clinician, which is still ongoing. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). It cannot be definitively concluded that the pump caused or contributed to the customer's yeast infection.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that she was experiencing low suction with her pump in style starter breast pump. She has replaced the tubing, due to condensation and has a lot of extra parts. She indicated she had a yeast infection twice on her nipple.